Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty splitting the sheath, failure to deploy the clip and damage to the garage leaves was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, when advancing the starclose se thumb advancer, there was difficulty splitting the sheath and the clip would not deploy. The safety release mechanism was used and the starclose se was removed from the anatomy. After the starclose se device was removed from the anatomy the sheath and vessel locator wings were noted to be damaged. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.